Event description:
A hospital in (B)(6) reported that they found holes in two 900rd010 resuscitation circuits.

Event description:
A hospital in (B)(4) reported that they found holes in two 900rd010 resuscitation circuits. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint 900rd010 devices were returned to fisher & paykel healthcare new zealand for inspection. Both circuits were visually inspected and pressure tested to check for leak. Results: both circuits were found to have holes. Device 1 had a hole approximately 2mm x 4mm located 1150mm from the t-piece end. Device 2 had a hole approximately 2mm x 3mm located 960mm from the t-piece end. A lot check revealed no other complaints for lot number 110930. Conclusion: this is the only complaint we have had for this issue. Testing of 900rd010 circuits on the production line started on (B)(4) 2011. The two complaint 900rd010 circuits were manufactured before this testing was introduced.

Manufacturer narrative:
(B)(4). The complaint device is en route to the manufacturer. We will provide a follow up report upon completion of our investigation.